Event description:
It was reported that an unspecified malfunction alarm occurred. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, was instructed to put malfunctioning pump into storage mode, to program settings and reconnect continuous glucose monitor on replacement pump, and to return problematic pump using provided prepaid label.